Event description:
It was reported that there was chatter between the leads. The rep discussed the evaluation with the surgeon and he will be scheduling the patient for a lead extraction.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd